Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that after placing the implant, the healing screw stopped in the middle and could not be installed until the end as it got stuck. The implant was removed and replaced with a new one in the same procedure.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) impl twist mp-1 3.75 mm 1 0 mm (1989) was returned for investigation. Visual evaluation of the as returned product identified the implant was returned with the mount, healing screw, and opened packaging. No apparent malfunction with the returned devices. Functional testing to recreate the reported event verified the healing screw seated to the implant as intended. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: 8962 rev 3 - 09/19; warnings; page 1. DHR review: DHR review was completed for the subject lot number (2019060330). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019060330) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (1989). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed. Sections updated: b4: date of this report d9: device availability and product return date g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative